Event description:
The customer stated that blood sampling valve (bsv) tubing going to a specific valve of the coulter lh 750 hematology analyzer was leaking diluent. The volume of the leak was approximately five cubic centimeters and was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. No patient results were affected by this event there was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) had observed the source of the leak was a split tube for diluent at the blood sampling valve. The fse replaced the affected tubing. There was no further evidence of leaking observed. No erroneous results were generated for this event, however a failure mode was identified which has the potential, upon recurrence, to cause erroneous, unflagged results. (B)(4).